Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which had "health professional" incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope insufficient air to clear water from the objective lens. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the light guide lens had a white-clouded area due to a handling issue. It was also observed that switches 1 and 4 had wear due to [physical stress caused by handling. It was observed that the adhesive around the objective lens was peeled. It was also observed that the light guide lens had a crack due to a handling issue. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was also observed that the plastic distal end cover had a dent due to physical or chemical stress. It was observed that there was a wrinkle in the connecting tube due to chemical stress. It was also observed that the universal cord had a wrinkle due to deterioration or due too bending at a sharp angle. It was observed that the scope connector had a crack due to physical stress caused by handling. It was also observed that the paint on the suction, air and water cylinder was peeled due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch 2, connecting tube, objective lens, protector of the universal cord on the scope connector side, universal cord and on the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.